Manufacturer narrative:
(B)(4). On 02/04/2023 customer reported water inside a unit with a crack in the case on the back of the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side, cracked middle (enter) keypad button. The unit was received without a battery cap. Unit was received with a flashing medtronic logo screen followed by an unexpected intermittent beep alarm. Unable to perform displacement and self tests due to the display anomaly. Unable to download/upload using crest/thus due to the display anomaly. After visual inspection, there is corrosion in/around the following: battery board; pcba1--j7; pcba1--j1, lcd flex cable terminal. In summary, the customer's report of water inside a unit and a crack in the case both were confirmed. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm is due to moisture damage. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the back side pump, with water inside the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump was returned for analysis.